Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, control error, communication error and error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, control printed circuit board was replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Defective control printed circuit board may lead to stop of ventilation. The cause of the claimed issue in this customer product complaint was related to control printed circuit board.

Event description:
Manufacturer ref#: (B)(4).